Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and correct h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and reviewed by ew clinical imager and the following was observed: the leaflets of the prosthesis are heavily calcified and thickened. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The 26mm s3u valve calcification and subsequent valve in valve procedure was confirmed. Available information suggests patient factors (dialysis, hyperlipidemia) likely contributed to the event as a patient medical history of dialysis and hyperlipidemia was reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra (s3u) valve located in the aortic position failed 3 years post implant. The patient presented with shortness of breath. The valve failure mode was calcification with leaflet mobility affected negatively. The mean valve gradient measured 77mmhg, and the valve area measured 0.6cm2. The CT was reviewed by an edwards lifesciences clinical imaging specialist, and the following was observed: the s3u valve measures 24.5mm the mid portion. The valve position appears to be good. The leaflets of the prosthesis are heavily calcified and thickened. Early structural valve degeneration was confirmed. A valve in valve procedure was planned. A balloon aortic valvuloplasty was performed with a 26mm non-edwards balloon prior to valve deployment. A 26mm sapien 3 ultra resilia valve was successfully implanted within the failed 26mm s3u valve.